Event description:
It was reported that the device was giving error message. The generator was rebooted several times and the same message came up with the same error message. A patient was reported to be involved at the time of the observed issues. The procedure was not completed do to the reported event. There was no patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed an error code 219 (resonant frequency less than 410 khz or greater than 460 khz) during the priming of the delivery device. The device was further inspected and found that the a connector from the step motor for the peristatic pump was partially disconnected. The connector was reseated and the issue was resolved. The generator received all required updates and passed full functional and electrical safety testing. The cause of the dislodged connector could not be determined, therefore, an evaluation conclusion code of cause not established was assigned to this complaint.

Event description:
It was reported that the device was giving error message. The generator was rebooted several times and the same message came up with the same error message. A patient was reported to be involved at the time of the observed issues. The procedure was not completed do to the reported event. There was no patient complications.